Event description:
It was reported that this right ventricular (rv) defibrillator lead was surgically abandoned due to high out of range shock impedance measurement greater than 125 ohms. No additional adverse patient effects were reported.